Manufacturer narrative:
The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap (blue pull ring cap) from the patient line of a homechoice cassette had fallen off. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation without a blue patient connector cap. A visual inspection by the naked eye was performed noting that the blue pull ring cap was not positioned on the patient connector. Leak, clear passage, and clamp function testing were performed, and no leaks were observed. The patient connector was connected and disconnected by hand using an in-lab female connector with no issues. The reported condition was verified. The cause of the condition could not be determined. However, it could possibly have occurred during shipping or handling of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.